Manufacturer narrative:
The subject device was received, evaluated and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported the camera head's connector side wire was broken around the boot. There was no patient impact, no harm reported due to the event.

Event description:
It was reported the camera head's connector side wire was broken around the boot. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found disconnection near the stress boot on the connector side, image noise due to contact corrosion, and image blur due to scope mount lens scratches. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. If the endoscopic images or functions are abnormal and return to normal spontaneously, the device may have already malfunctioned. If you continue to use the device, the abnormality may occur again and the device may not return to normal. In this case, stop using the endoscope immediately and slowly pull it out from the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.